Event description:
It was reported per the field service report: symptom - pump does not recognize fiber optic sensor (fos). Occurred at the time of intra-aortic balloon (iab) preparation. Additional information rec'd on (B)(4) 2010 by the biomed department stated that another pump was used for the pt. Findings/actions taken: fos printed circuit board (pcb) sent to biomed for replacement.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.